Manufacturer narrative:
Investigation summary: bd received sample and five (5) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. Additionally, fifteen (15) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "the hcp found white dirt on the tip of an unused needle and thus stopped using this affected product."